Event description:
Med pump had an ear piercing alarm, pump read "help". Rate was at "0". Reset pump rate and infusion amount. Within 10 minutes pump malfunctioned again with the rate returning to "0". Pt reported that this had been happening all night long. Pt had heparin infusing. Pump changed out with a new pump.